Event description:
A cartridge alarm 30 was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.